Event description:
The customer reported that the system had no power. Without power the system fails to boot to a usable state and exhibits a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power signal interface pcb had a blown fuse. The defective fuse was replaced. The system was tested and found to be working as intended and returned to service.